Event description:
The customer reported that while in pt use, the ventilator shut down and the nurse alarm called the nurse to bedside and the pt was desaturating. The rt came and bagged the pt and the pt was stabilized then they put the pt onto another ventilator. The pt is fine on another ventilator.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and all tests passed. Ran the ventilator for an hour with no problems.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data 09/09/2015: model number. Additional information: maude report# mw5040433.